Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. B61396) for female sterilisation. The patient had a medical history of menses irregular and chronic cervicitis in 2023, pelvic pain, vaginal bleeding and abdominal pain in 2022 and parity 2, gravida ii and overweight. Concurrent conditions were listed as dysmenorrhea and leiomyoma since 2023 as well as uterus enlarged, anemia, menometrorrhagia and uterine fibroid. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy left oophorectom, autologous tissue graft). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.993 kg/sqm. [Pathology test] on (B)(6) 2023: specimens. A uterus, cervix, bilat tubes, left ovary. Final diagnosis: uterus, cervix, bilateral fallopian tubes and left ovary, hysterectomy, bilateral salpingectomy and left oophorectomy- chronic cervicitis. Proliferative endometrium. Leiomyoma. Mature cystic teratoma (dermoid cyst). Complete transected fallopian tubes. Gross description: the attached fallopian tube measures 3 cm in length by 0.5 cm in diameter with no gross lesions. The 2nd fallopian tube measures approximately 3 cm in length. Pre-op diagnosis: leiomyoma of uterus, unspecified excessive and frequent menstruation with irregular cycle dysmenorrhea, unspecified hypertrophy of uterus. Lot number: b61396 production date 2013-08-24 expiration date~2016-08-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-dec-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. Ess305,b61396) for female sterilisation. The patient had a medical history of menses irregular and chronic cervicitis on (B)(6) 2023, pelvic pain, vaginal bleeding and abdominal pain on (B)(6) 2022, parity 2, gravida ii and overweight. Concurrent conditions were listed as dysmenorrhea and leiomyoma since (B)(6) 2023, uterus enlarged, anemia, menometrorrhagia and uterine fibroid. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3288 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy left oophorectom, autologous tissue graft on (B)(6) 2023). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.993 kg/sqm. [Pathology test] on 30-jan-2023: specimens a uterus, cervix, bilat tubes, left ovary final diagnosis: uterus, cervix, bilateral fallopian tubes and left ovary, hysterectomy, bilateral salpingectomy and left oophorectomy- chronic cervicitis. Proliferative endometrium. Leiomyoma. Mature cystic teratoma (dermoid cyst). Complete transected fallopian tubes. Gross description: the attached fallopian tube measures 3 cm in length by 0.5 cm in diameter with no gross lesions. The 2nd fallopian tube measures approximately 3 cm in length. Pre-op diagnosis: leiomyoma of uterus, unspecified excessive and frequent menstruation with irregular cycle dysmenorrhea, unspecified hypertrophy of uterus dysmenorrhea, unspecified hypertrophy of uterus quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report